Event description:
Reporter alleged blood glucose measured 239 mg/dl at 9:30 am so customer took 11 units of insulin and at lunch glucose measured 180 mg/dl so customer took another 6 units of insulin. It was stated at 6-6:30 pm at dinner glucose was then 294 mg/dl so customer took 18 units of insulin; however, at 7:30 pm glucose was 230 mg/dl. Reporter stated after taking the last dose of insulin customer passed out and drove his truck and trailer into a lake; however, the timing of the alledged accident and when dosing the insulin was not known. Reporter indicated 911 was called and the emergency medical systems (ems) meter read 23 mg/dl so customer was treated with a glucose IV and monitored; however, no addtional actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.